Manufacturer narrative:
Pump analysis found no anomaly. The pump was filled with 20 ml. Of fluid and aspirated 5 times with no issues seen. The pump was then filled with 10 ml. Of sterile water and aspirated 5 times with no issues seen. All the pump logs were clean, meaning no motor stalls, motor stall recoveries, or errors of any kind were seen in any of the pump logs.

Event description:
It was reported, the pump was not used or implanted in a patient. Upon withdrawing the fluid, which was nacl (sodium chloride) only 12 ml was able to be removed. A warm saline soak was tried however, nothing more came out and therefore another pump was used.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.